Manufacturer narrative:
(B)(4). The following additional information was received from the operating surgeon on (B)(4) 2013: floseal was used during the initial surgery. The indication for use was for control of active intraoperative bleeding. Approximately 1-2mls per level (2 levels) was applied per the IFU, hemostasis was obtained, and excess was irrigated and suctioned out of the incision site. The physician is very familiar with floseal and continues to use it. Postoperatively the patient had severe neurological symptoms and was put on steroids to reduce the inflammatory response. The symptoms persisted requiring revision surgery. During the first revision surgery, the physician saw firm rubber like masses (phlegmon) behind the disc space. No obvious signs of active infection however, cultures were taken and were negative. Floseal was used during this revision surgery to control active intraoperative bleeding with excess matrix irrigated and suctioned out of wound. Within 2 days following this revision, neurological signs worsened to the point of taking the patient back to the or for a second revision. Again during this procedure, there was phlegmon evident which the physician excised and sent to pathology. The pathology report confirmed an inflammatory reaction with floseal gelatin granules surrounded by giant cells typical of chronic inflammation. Floseal was not used in this 3rd procedure. The patient underwent spinal fusion and has no further neurological symptoms. The patient was kept on high dose steroids throughout this time period and following the 2nd revision. Chronic steroid exposure has led to avascular necrosis resulting in the need to replace both hips joints and knee joints. The following additional information was received from the patient on (B)(6) 2013: a female, (B)(6) patient called and reported that she had a spinal surgery on (B)(6) 2012, where a neurosurgeon used floseal on c5 and c6 of her spine. The use of floseal led to giant cell granulomas which led to her paralysis. This led to additional surgeries where they took out the c5 and c6 and did a fusion. During the additional surgeries (total of 6), the last one occurred 17 days after the initial surgery, the surgeons took out the granulomas as well. Since then, the patient had developed vascular necrosis and pain in arms since then because of the use of steroids and multiple surgeries. Now, there is another tumor or something else on her spine that pushing against her throat. The images are not conclusive, but the surgeons think that it might be additional granulomas that causing this. Based on the additional case information, the case was re-assessed and determined the event was not related to the use of floseal. Medical assessment: based on the follow up with the operating neurosurgeon the patient developed a postoperative phlegmon. Phlegmon formation after spinal procedure (also defined as spondylodiscitis) is an extremely rare (0.2?1.0% of operated patients), but expected complication of spinal surgery involving the intervertebral disc space. The floseal has been applied in modest amounts (1-2ml) to active bleeding with meticulous irrigation and aspiration of the excess floseal (material not reacted with the blood clot), in compliance with the recommendations of the instructions for use. As a consequence we can exclude that any user error that might trigger product-related inflammatory reactions has caused or contributed to the described complication. The formation of a postoperative phlegmon (spondylodiscitis) is not associated with the use of floseal. The complication can be plausibly explained based on the potential, known complication of this type of surgical procedure. The need for subsequent surgery of the hips and the knees are the result of the chronic steroid exposure which led to avascular necrosis of the extremity bones. As the case was determined to not be related to the use of floseal, the batch review and sample evaluation were not necessary. Follow-up with the surgeon was completed by the medical director. The case will be kept on file for trending purposes.

Event description:
A patient reported to baxter that she experienced two (2) herniated disks in the cervical spine in which floseal was used. The patient stated within a week after surgery, there was something wrong. The patient was put on steroids for a week. When the steroids stopped, the patient stated there was excruciating pain and she went back to the ER. A cat scan was performed and showed "shadows" which was a possible infection, so another surgery was performed. Two (2) days after second surgery, the patient was paralyzed from the neck down. The patient stated that it felt like something was squeezing at surgical site, and her head felt like it was going to burst. The patient stated that floseal created "giant granulomas" all around the surgical site. Patient had a corapexine (had c6-7 taken out) and now fused from c5 to t1. The patient had four (4) surgeries since then and the event is ongoing. Currently the patient is now on high doses of steroids, causing avascular necrosis on knees, hips, and shoulders. Cadaver bones put in hip and knees. Three (3) initial surgery dates: (B)(6) 2012. No additional information provided.

Manufacturer narrative:
(B)(4). A causal association of all the reported symptoms and diagnoses, as well as the subsequent therapies and surgeries are not related to correct the indicated use of floseal during the two subsequent cervical spine procedures in 2012. The reported course of events and adverse health consequences are the result of the postoperative diagnosed discitis (granuloma formation) and the chronic steroid therapy over several years. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Due to the lack of information, the case is not currently assessable and this case is being conservatively reported. Baxter is currently in the process of following up with the reporter for additional information. A follow up report will be submitted upon receipt and evaluation of additional information.